Manufacturer narrative:
(B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege severe pain, weakness, difficulty sleeping and difficulty with simple daily activities. Additionally it is alleged the patient is at risk of elevated cobalt and chromium levels and possible revision surgery. Update 05/13/2013 - the complaint has been reopened because it has been reported that the patient was revised to address pain on (B)(6) 2013. There is no new information that will affect the existing MDR decision. Update: 12/11/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Complaint was updated on: 05/20/2014. Update rec'd 12/11/2012 & 8/26/2014- pfs and medical records received. After review of the medical records the revision operative note indicated the stem was grossly loose, but there was not mention of revising it. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/17/2014. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (left hip). September 8, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege severe pain, weakness, difficulty sleeping and difficulty with simple daily activities. Additionally it is alleged the patient is at risk of elevated cobalt and chromium levels and possible revision surgery. Update: (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised to address pain on (B)(6) 2013. There is no new information that will affect the existing MDR decision. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2012 & (B)(6) 2014 - pfs and medical records received. After review of the medical records the revision operative note indicated the stem was grossly loose, but there was not mention of revising it. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ppf alleges pseudotumor and loosening of stem.